Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic area pain') in a 33-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included premature delivery, diabetes mellitus poor control, anemia, endometrial ablation and loop electrosurgical excision procedure. On (B)(6) 2009 ultrasound pelvis revealed, fundal fibroid again noted, relatively unchanged. Minimal complex nabothian cyst unchanged. Stable appearance of uterus and adnexa with bilateral essure devices noted. Concurrent conditions included endometrial thickening, cramp in lower abdomen, dysuria, uterine fibroid, ovarian cyst, cervical dysplasia, endometriosis, type 2 diabetes mellitus and menometrorrhagia. Concomitant products included iron, medroxyprogesterone acetate (depo provera), metformin, nsaids, paracetamol (acetaminophen), salbutamol sulfate (proair) and trazodone. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy(full), oophorectomy(bilateral), salpingectomy(bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the metrorrhagia outcome was unknown and the depression and anxiety was resolving. The reporter considered anxiety, bladder disorder, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: results: stable appearance of uterus and adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic area pain') in a 33-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included premature delivery, diabetes mellitus poor control, anemia, endometrial ablation and loop electrosurgical excision procedure. * on (B)(6) 2009 ultrasound pelvis revealed, fundal fibroid again noted, relatively unchanged. Minimal complex nabothian cyst unchanged. Stable appearance of uterus and adnexa with bilateral essure devices noted. Concurrent conditions included endometrial thickening, cramp in lower abdomen, dysuria, uterine fibroid, ovarian cyst, cervical dysplasia, endometriosis, type 2 diabetes mellitus and menometrorrhagia. Concomitant products included iron, medroxyprogesterone acetate (depo provera), metformin, nsaids, paracetamol (acetaminophen), salbutamol sulfate (proair) and trazodone. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy(full), oophorectomy(bilateral), salpingectomy(bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the metrorrhagia outcome was unknown and the depression and anxiety was resolving. The reporter considered anxiety, bladder disorder, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: results: stable appearance of uterus and adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: pfs received. Concomitant drugs added. Event outcome updated for events anxiety and depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic area pain") in a 33-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included premature delivery, diabetes mellitus poor control, anemia, endometrial ablation and loop electrosurgical excision procedure. Concurrent conditions included endometrial thickening, cramp in lower abdomen, dysuria, uterine fibroid, ovarian cyst, cervical dysplasia, endometriosis, type 2 diabetes mellitus and menometrorrhagia. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy(full), oophorectomy(bilateral), salpingectomy(bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the metrorrhagia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: stable appearance of uterus and adnexa on (B)(6) 2009 ultrasound pelvis revealed, fundal fibroid again noted, relatively unchanged. Minimal complex nabothian cyst unchanged. Stable appearance of uterus and adnexa with bilateral essure devices noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic area pain") in a 33-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included vaginal delivery, diabetes mellitus poor control, anemia, endometrial ablation and loop electrosurgical excision procedure. Concurrent conditions included endometrial thickening, cramp in lower abdomen, dysuria, uterine fibroid, ovarian cyst, cervical dysplasia, endometriosis, type 2 diabetes mellitus and menometrorrhagia. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy(full), oophorectomy(bilateral), salpingectomy(bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the metrorrhagia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: stable appearance of uterus and adnexa on (B)(6) 2009 ultrasound pelvis revealed, fundal fibroid again noted, relatively unchanged. Minimal complex nabothian cyst unchanged. Stable appearance of uterus and adnexa with bilateral essure devices noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish. Outcome of event pain was updated from unknown to recovering/resolving. Concomitant drug, lab data, concomitant diseases and historical conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic area pain') in a 33-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included premature delivery, diabetes mellitus poor control, anemia, endometrial ablation and loop electrosurgical excision procedure. On (B)(6) 2009 ultrasound pelvis revealed, fundal fibroid again noted, relatively unchanged. Minimal complex nabothian cyst unchanged. Stable appearance of uterus and adnexa with bilateral essure devices noted. Concurrent conditions included endometrial thickening, cramp in lower abdomen, dysuria, uterine fibroid, ovarian cyst, cervical dysplasia, endometriosis, type 2 diabetes mellitus and menometrorrhagia. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy(full), oophorectomy(bilateral), salpingectomy(bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved and the metrorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: results: stable appearance of uterus and adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events: bladder/urinary problems added. Event outcome were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (removal of essure by hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and metrorrhagia outcome was unknown. The reporter considered metrorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.